Event description:
Customer reported a past low blood glucose (bg) event, with the lowest bg level reportedly in the 20s mg/dl range. Cause was not known. Reportedly the customer experienced a loss of consciousness. Paramedics provided treatment via IV, and no injury was caused by the low bg. Customer's pump had the control-iq feature turned on during the event. There was no adverse impact to the customer¿s long-term blood glucose level, as paramedics assisted promptly. A recommendation was given by cts for the customer to consult a healthcare professional to discuss potential causes affecting bg levels, which was acknowledged by the customer.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 22 mg/dl. Reportedly the customer experienced a loss of consciousness. Paramedics provided treatment via IV, and no injury was caused by the low bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.